Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 4.5 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.